Event description:
It was reported to boston scientific corporation in late 2008, that a jagtome tx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure the same day. According to the complainant, during the procedure, the physician had difficulty cutting with the tome. The case was completed with a competitor's product. No patient complications were reported as a result of this event. The patient's condition was reported to be "okay."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.